Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The device failed to meet specification as it was received or made available for evaluation. The unit was tested according to service manual. We manage to reproduce the problem. The monitor logs were investigated to understand the device history. It was found that the alarm limits were changed to 'disable' through the password protected menu. The change was implemented for one patient type. This change prevents the adjustment of alarm limits. Once the alarm limits in the service menu was changed back to 'enable', it was possible to change the alarm limits. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): shipping to (B)(4) for fa. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit alarm limits do not work. When the neonatal patient type was selected it was unable to change the alarm limits for the respiratory rate and the pulse oximeter settings. Going through the alarm set up menu, when they scroll down to the click on the rr alarms or spo2 box, nothing happened when hitting the enter and the box to change the alarm limits does not open. There was no patient involvement.